Event description:
Patient reported that the expiration date, printed on the strip vial, reads "08/31/2006;" however, according to the MFR's electronic inventory system, the correct expiration date for the corresponding lot number is 08/31/2005. Pt's blood glucose was not affected and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.